Event description:
It was reported that the patient experienced pain and difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 5007433, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 5007059, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 20600733, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).